Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, error codes was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, error codes was found in the ventilator's downloaded error log. During the evaluation of the device, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.